Event description:
A user facility reported to olympus the ultrasonic gastrovideoscope had a broken bending sheath cover and the driving wire was sticking out. This malfunction was found during reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center noted chips in the bending section rubber, the black covering of the bending section was dry and broken elements. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the broken bending sheath cover and the driving wire sticking out likely occurred from stress or handling of the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: 3.2 inspection of the endoscope 9. Inspect the ultrasonic transducer surface at the distal end of the endoscope¿s insertion tube for scratching, cracks, bulges, dents or other irregularities. Olympus will continue to monitor field performance for this device.